Event description:
On (B)(6) 2017, the reporter (customer¿s pharmacist) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio 2 meter was reading inaccurately high, compared to another meter (unknown hospital meter). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when the patient was contacted by phone. The reporter stated that the meter issue had started in (B)(6) 2016, she was unable to confirm any results only that the patient¿s meter had read inaccurately high compared to a hospital meter. The reporter confirmed that the patient tests her blood glucose, 3 times per day, and usual obtains reading of ¿around 180 mg/dl¿. The reporter stated that the patient manages her diabetes with insulin and oral medication administering, metformin 1000 mg 3 times per day and lantus solostar and novorapid insulin, and denied making any changes to her usual diabetes management regimen, in response to the issue. The reporter stated that after the meter issue began the patient developed symptoms of ¿feeling dizzy and tired¿, which she related to having injected too much insulin. At a planned visit to her clinic, her doctor advised her to reduce her insulin, and admitted her to hospital for a few days to ¿check the situation¿. Once her insulin had been reduced the symptoms disappeared. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly required hospital admission, following the patient administering extra insulin, in response to alleged inaccurate high reading on the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.